Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a percutaneous coronary intervention impella procedure. Reportedly, after the first prostyle device was deployed, the lever was lifted and the foot retracted prior to device removal; however, the device was stuck. Several attempts were made to retrieve the device and a great deal of force was applied during removal attempts, eventually the device came out of the anatomy. The proglide device was retrieved as a single unit but the foot was noted to be broken. The foot was still held together with the device, it was not in two separate pieces. Vessel damage was noted and was left to heal on its own, no treatment was performed. Balloon tamponade was performed to achieve hemostasis. The impella procedure was completed through a different access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported foot break was confirmed. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial due to the difficulties experience during the procedure. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to foot detachment may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to difficulty removing the device from the anatomy may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.